Event description:
In 2007, the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging the one touch ultra meter would not power on. A week later, the technical service rep (tsr) spoke with the pt to obtain and verify info. On three days prior to original date at 8:30 am, the pt noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The pt ate breakfast and lunch, and took his insulin doses. The pt was unable to provide specific as to the doses of insulin taken on this day. At 5:00 pm the pt experienced the symptoms of sweating and difficulty speaking. The pt attempted to test his blood glucose level while symptomatic, but the reported meter would not power on. The pt's wife treated him with a glucagon injection, and he felt better afterwards. The pt did not seek medical attention . One day earlier, the day prior to the event, the pt had obtained the blood glucose readings of 12.0 mmol/l, 6.7 mmol/l, 3.9 mmol/l, and 6.3 mmol/l (216 mg/dl, 121 mg/dl, 70 mg/dl, 113 mg/dl) on the reported meter. The pt takes novorapid insulin on a sliding scale, based on meter readings, and a second unspecified insulin. The pt tests his blood glucose level four times per day. His expected meter readings range from 6.0 mmol/l to 7.0 mmol/l (108 mg/dl, 126 mg/dl). The customer service rep (csr) determined during the troubleshooting telephone call that the pt's test strips were in good condition and the meter had suffered no trauma. The csr also determined the pt had not replaced the battery according to manufacturer's recommendation. According to the owner's booklet, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. The pt had not replaced the battery in the reported meter. The pt alleges he was unable to test is blood glucose level and adjust his insulin doses based on his sliding scale. The pt allegedly became hypoglycemic and rec'd emergency treatment with glucagon to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.